Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). During the procedure, the nc trek was inserted into the guiding catheter without resistance; however, while advancing through guiding catheter before exiting into the anatomy, the proximal shaft separated. The hypotube had snapped in two pieces; however, there was enough shaft outside the anatomy to remove the entire device without intervention. The device was removed without issues. Another nc trek balloon catheter completed the procedure with no complications. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported shaft detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported shaft detachment appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.